Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, vaginal discharge, metrorrhagia, intramural leiomyoma of uterus, dyspareunia, dysmenorrhea, chronic cervicitis, adenomyosis, paratubal cyst and endometrial ablation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (robotic assisted laproscopic hysterectomy, left salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, metrorrhagia and uterine leiomyoma outcome was unknown. The reporter considered metrorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: appropriate opacification of the endometrial cavity. No opacification of the fallopian tubes or free intraperitoneal spillage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, vaginal discharge, metrorrhagia, intramural leiomyoma of uterus, dyspareunia, dysmenorrhea, chronic cervicitis, adenomyosis, paratubal cyst and endometrial ablation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, left salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, metrorrhagia and uterine leiomyoma outcome was unknown. The reporter considered metrorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: appropriate opacification of the endometrial cavity. No opacification of the fallopian tubes or free intraperitoneal spillage. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.